Manufacturer narrative:
Title: three-dimensional vs two-dimensional completely minimally invasive 2-stage esophagectomy with intrathoracic hand-sewn anastomosis for esophageal cancer: comparison of intra-and postoperative outcomes. Source: surgical innovation 2021, vol. 28(5) 582¿589. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a prospective study analyzed outcomes of patients who underwent minimally invasive esophagectomy performed with 3d vs conventional 2d visualization systems for esophageal and gastro-esophageal junction cancer between 2016 and 2018. The esophago¿gastric anastomosis was hand-sewn with a suture. There were 59 patients in the 2d group and 39 patients in the 3d group. There were 4 in-patient deaths. The cause of death was not specified.